Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 385 with ketones and was not decreasing after a bolus had been delivered. Another bolus was delivered. The next day the contact reported that the bg had decreased to 345 mg/dl along with the ketones. Tandem technical support advised the contact to speak to a healthcare provider regarding the high bg level. The contact acknowledged the information.